Manufacturer narrative:
Customer called (B)(6) 2011 to report a blood spill within the unit. The issue was noted after use. No further info will be available. No pt or operator injury was reported. The device has not been received therefore the reported issue can not be evaluated for root cause. Should the unit be returned, a supplement will be filed with the eval findings.

Event description:
Customer called (B)(6) 2011 to report a blood spill within the unit. The issue was noted after use. No further info will be available. No pt or operator injury was reported.